Event description:
During prostate surgery being performed on a male pt, a small fragment of a gold tip from a laser fiber flaked off & required removal. A second laser fiber was utilized to complete the procedure. There was no report of adverse consequence to the pt as a result of the event.